Event description:
A customer reported that toward the end of surgery, water was noted to have leaked onto the floor. There was no harm to the pt reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).